Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a loss of therapeutic efficacy. Interventions included a reprogramming of the entire system on (B)(6) 2017. The patient reported a return of lower urinary tract symptoms (luts) on (B)(6) 2017. It was reported that it was possibly related to the device or therapy and possibly related to the implant procedure. The patient had clinical visit on (B)(6) 2017 where luts have returned to baseline. The device was reprogrammed multiple times and the patient was offered dual treatment to include medication but the patient declined and wants to try reprogramming again and reassess at follow-up in 3 months. There was a report that the event was ongoing. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated. Additional information received reported that the event was possibly related to the device or therapy and unlikely related to the implant procedure. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the loss of therapeutic efficacy was not determined. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient had multiple falls that coincided with the return of symptoms. Possible lead migration with potential benefit of lead revision was discussed with the patient, but the patient opted to reprogram and follow-up. No further complications were reported/anticipated.

Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare professional (hcp). It was reported that the loss of therapeutic effect was a possible device issue. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the intervention was reprogrammed component: entire system action date (B)(6) 2017. Additional intervention included the entire system was explanted/replaced on (B)(6) 2018. Device disposition was unknown.

Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va1cm7d, implanted: (B)(6) 2016, explanted:(B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported possible lead migration or trauma from falls, per emr.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.